Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 417mg/dl. The customer was experiencing unexplained high glucose for several days. It was stated that the events leading to his admission was vomiting and ketones. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found low battery and low reservoir alarms. It was stated that the infusion set was not changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The father called back and stated that the infusion set and reservoir were changed, and then bolused the customer for lunch, but the insulin pump alarmed no delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.